Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. According to the reporter: during the case, right after the device was used, a black plastic foreign material fell into the patient cavity. Additional resection of tissue was done to remove the piece. Another device was used to complete the case.